Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that aux tower was not showing on bus. A field service engineer returned to the station where the tower was not detected on the bus. The back panel was opened, and the matrix drawer controller board for drawer 1 was removed and replaced, along with the six-drawer bus cable. After rebooting the station, tower was successfully reconfigured. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.